Manufacturer narrative:
(B)(4). Approximate age of device ¿ 66 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016, high pump powers, high estimated flows and a decreasing pulsatility index were observed over time. The patient's aspirin dosage was increased last week and the patient was admitted for administration of a heparin drip due to suspected pump thrombosis. The patient is otherwise asymptomatic with a lactate dehydrogenase level in the high 200 u/l range. As of (B)(6) 2016, the reported lvad parameters had not resolved and the patient was still in the hospital being monitored. A pump exchange was being considered; however, there was concern if the patient was a candidate for exchange. No further information was provided.

Manufacturer narrative:
Analysis of the submitted system controller log files confirmed transient elevations in power and estimated flow throughout the month of (B)(6)2016, with corresponding decreases in pi values. Despite the observed parameter fluctuations, no atypical alarms were recorded in the log file and the pump appeared to be functioning as intended. Although the report of high pump powers, high estimated flows and a decreasing pulsatility index was confirmed through the evaluation of the submitted system controller log file; a direct correlation between pump and the reported event could not conclusively be established through this evaluation. No device was returned for analysis related to this event. The pump remains implanted and the patient remains ongoing on vad support. Review of the device history record for the pump revealed the devices met applicable specifications. The manufacturer is closing the file on this event.